Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 6.0 x 60 mm xpert stent delivery system (sds) was removed from the packaging per the instructions for use; however, it was observed that the stent was partially deployed. There was no difficulty noted during removal from the package. The device was not used in the anatomy, and a new xpert sds was used to complete the procedure successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.